Event description:
A "replace sensor " error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced a loss of consciousness and was unable to self-treat. Customer had contact with a healthcare professional (hcp) and was administered unspecified intravenous treatment for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor " error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced a loss of consciousness and was unable to self-treat. Customer had contact with a healthcare professional (hcp) and was administered unspecified intravenous treatment for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The returned sensor (B)(6) has been returned and investigated. Sensor plug is properly seated in the mount and no physical damage is observed on the sensor patch. Data was extracted from returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination) with a brownout reset event internally logged (event 21) due to a temporary drop in the source voltage. The sensor was further investigation and was de-cased. No issues were observed upon visual inspection of the pcba (printed circuit board assembly). The battery was measured and was found to be within specification. Therefore, this issue is confirmed to brown out reset. All pertinent information available to abbott diabetes care has been submitted.